Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality control recovery appeared to be acceptable based on the provided chart. The field service engineer checked the analyzer and did not find a cause for the issue. Precision testing and a pipetting accuracy check were performed; all results were acceptable. The field service engineer changed the pipes of the washing stations, sample probes, and performed adjustments. A missing seal at the level of the plexiglas was found. The customer performed quality controls and comparison studies between the different modules; no abnormalities were found. Tube handling was verified by the customer. Afterward, the issue did not re-occur. The investigation determined the issue is consistent with a mis-sampling of the patient sample caused by incorrect pre-analytic sample handling.

Manufacturer narrative:
The field service engineer changed the pipes of the washing stations. He changed probes and performed adjustments. He further determined a missing seal. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c501 module. The sample initially resulted in a na value of 133 mmol/l. The sample was repeated three times on different modules, resulting in na values of 137 mmol/l, 139 mmol/l and 139 mmol/l respectively. The questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.